Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the ccu aux1 drawer 7 jammed and failed to open, which located on sis-3c-ccu. The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn 16023776 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn 16023776 was performed from the date of manufacture, 30-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed. A field service engineer (fse) identified that the full height drawer 7 had failed pockets with broken lid. Customer removed the pockets and replaced it to resolve the issue. The system functioned as intended after field service engineer assisted customer to resolve the issue.